Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off by itself and could not be turned back on however, it did display ¿complete yearly inspection¿. The event occurred during iron sucrose infusion (dose, programmed amount and delivery rate unknown) at the patient room while the pump was plugged in and charging. There was no report of patient injury or medical intervention associated with this event was unknown. No additional information is available.